Manufacturer narrative:
(B)(4).

Event description:
Information was reported by a consumer via the company representative regarding the patient's pump which was used to deliver dilaudid (8 mg/ml at 2.5 mg/day). The indication for use was radiculopathy and spinal pain. On (B)(6) 2016 the patient went to the emergency room with withdrawal symptoms including nausea, vomiting, shaking and chills. The pump was interrogated and a motor stall had occurred on (B)(6) 2016. The patient had not had an MRI. It was noted that the pump was to be replaced next week. Additional information was reported by the rep on 2016-06-01. The patient's pump was replaced on (B)(6) 2016 due to a motor stall and tube set messages. At the time of the report the patient was alive with no injury. The logs showed a motor stall and recovery on (B)(6) 2016 with another stall on (B)(6) 2016 and a tube set message on (B)(6) 2016.

Manufacturer narrative:
The pump ((B)(4)) was returned for analysis. Analysis of the pump found gear train anomalies of corrosion, wear, or lubrication and a stall due to shaft bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.